Event description:
Info received indicates, the bed functions will not work when the switches are activated.

Manufacturer narrative:
The tech found corrosion on the logic board. The tech replaced the logic board to repair the bed.